Event description:
Event occurred regarding a 1 line, 1 transducer 60" (152cm) 3 ml/hr macrodrip where the report staed that "the screw thread broke when the needle was in the patient's heart." There was reported patient involvement.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Manufacturer narrative:
The reported complaint of separation was not confirmed on the returned set. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, no, leaks were observed. All the luers on the set had passed the dimensional analysis. The set had performed per the specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.